Event description:
Following implantation of an intraocular lens, a pt complained of starbursts when looking to the side. Note: FDA notified the MFR that this event was reported via internet submission of a voluntary medwatch 3500a. Reporter requested anonymity.